Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective blower. The blower speed is lower than the target speed-5% for more than 5s. Correction: replaced blower.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: technical event:231009 due to defective blower.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective blower. The blower speed is lower than the target speed-5% for more than 5s. Correction: replaced blower. Corrected: manufacturing date to 13th july 2017 in section h4.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: technical event: 231009 due to defective blower.